Event description:
The report indicated that the customer experienced high bg's (324-448mg/dl) despite having administered multiple correction boluses and ended up in the ER. The hospital staff administered a manual shot of insulin and monitored him for 45 minutes prior to releasing him. Over the next seven hours, his bg levels lowered successfully. The pod was deactivated and discarded and will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.